Manufacturer narrative:
As the lot number was not provided, the lot history review was not performed. The device was not returned for evaluation. Medical records were provided and reviewed. The investigation confirmed for obstruction within device. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf320j vena cava filter allegedly experienced obstruction within device. The information was received from one source. The malfunction involved a patient with no reported consequences. The (B)(6) year old male patient weighed (B)(6) kgs.